Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and but the reported failure could not be reproduced on erbe connected to system. Upon visual inspection, the unit has been received with discoloration. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they were using the xi system and the integrated electrosurgical unit (iesu) stopped working. The caller stated they had an error message activation had been interrupted. Prior to contacting tse, the caller swapped to another energy unit and was proceeding with the case. Tse tried to view system error logs during the call, but the on-site wasn't connected during the call. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical unit (isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed using the xi system. It was at the end of the radical prostatectomy procedure when the erbe generator stopped working and the customer had to use a different generator just for the specimen extraction. The procedure took place around 1400. The reported issue caused a delay of 15 to 30 minutes.